Manufacturer narrative:
(B)(4). The device was reported as discarded. As the lot number was not reported, a review of the lot history record could not be performed. A cuff miss can occur due to a number of factors including, but not limited to needle deflection during plunger deployment caused by interaction with human tissue, aggressive and fast deployment of the plunger, or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment. The return of proglide device may have aided the investigation in determining a cause for the experienced cuff miss. To ensure this type of experience is not a result of a potential product related deficiency, in process testing of devices are performed to assure there is no needle deflection, which may cause a cuff-miss. A sampling of finished devices is also tested to verify the functionality of the device. Based on the information received with the reported event and without the product to examine, a definitive cause for the reported experience could not be determined.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not provided. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, a cuff miss occurred. Another proglide was used to achieve hemostasis. There was no adverse patient sequela reported. Though requested, no additional information was provided.